Event description:
As reported by the user facility: the customer reported a venous line disconnection from the patient's chest catheter. This occurred approximately 24 minutes into the treatment. The estimated blood loss could not be determined, however the patient did expire. Additional information received from the facility technician stated there was no problem with the machine. He believes the machine alarmed.